Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen was blank. The distributor verified that the pump had audible tones. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history did not reveal any activity outside normal use. The alarm history did not reveal any indication of a malfunction related to the complaint. On investigation, the display screen was fully illuminated and functional. Investigation did not duplicate the complaint and the pump was found to be operating within required specifications without malfunction.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.